Manufacturer narrative:
The directions for use (dfu): filling the pump less than nominal results in a faster flow rate. The dfu also indicates that when filled to nominal volume, easypump lt flow rate accuracy is +/-15% of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline as the diluent at 31 degrees c/88 degrees f against a back pressure of 40cm of water. A device history record was conducted, and all manufacturing operations were found to be within specification. A review of the lot history showed no other complaints for fast flow for this lot. I-flow received two empty and used pumps for evaluation and investigation. The pumps were refilled with normal saline solution to the reported fill volume of 250ml and a flow rate accuracy test was performed. The pumps were found to meet specification. Retain samples from lot 772093 were evaluated and met specification. We reviewed our device history record, and all manufacturing operations were found to be within specification. Product complaint is not confirmed for fast flow.

Event description:
(Drug/diluent: fortum 4gr). Flow rate too fast. Infused in 12 hours instead of 24 hours. Fill volume 250ml and flow rate 10ml/hr. No adverse event occurred. Date of event: (B)(6) 2008. Per dfu: nominal fill volume: 270ml and nominal flow rate: 10ml/hr.